Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported event. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was noted with a broken insulation on a black cable. The procedure was completed with no report of patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken insulation on a black cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint. Fa found the primary failure of instrument conductor wire-bipolar insulation damaged to be related to the customer reported complaint. The instrument was found to have damage of the conductor wire¿s insulation. The conductor wire was found with an exposed internal wire. No thermal damage was observed. There is no missing piece of conductor wire insulation. The instrument passed electrical continuity test. The complaint regarding a broken insulation damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Additional observation(s) not related to the customer reported complaint: the instrument was found to have scratch marks/abrasions on the edges of the bipolar yaw pulley. The scratch marks/abrasions were found to be aligned with the conductor wire insulation damaged. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.099¿ - 0.240¿ in length and were not aligned with the tube axis.